Event description:
The brush head disengaged during use. This is reported as a malfunction with the potential to cause serious injury. A minor injury, cut my gums, was reported. This was identified during our retrospective review to identify malfunctions with the potential to cause serious injury.

Manufacturer narrative:
Additional information: the head was manufactured at the following location: contract MFR. Trisa (B)(4). The body was manufactured at the following location: contract MFR. Hayco (B)(4).